Event description:
Upon reloading the cartridge, a minimum fill notification occurred.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading cartridge with 250 units of insulin. Upon reloading the cartridge the customer's blood glucose level was 180 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.